Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers lot numbers: h11e05039 and h11h19059. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a health care professional from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient experienced infection around the site and bowel obstruction, which resulted in peritonitis on (B)(6) 2012. The patient was hospitalized for peritonitis on (B)(6) 2012. Treatment rendered for the events were not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the events of peritonitis with culture positive for staphylococcus. The outcome for the events of infection around site and bowel obstruction was not reported. Dianeal therapy was ongoing. The nurse reported that the peritonitis with culture positive for staphylococcus was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the events of infection around the site and bowel obstruction.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.